Event description:
Caller reported multiple intermittent occlusion alarms. Customer¿s blood glucose level was 390-400 mg/dl. To address the high blood glucose, the customer administered a correction injection via mdi without needing third-party assistance. Customer changed infusion set and cartridge and resumed insulin. No further assistance was necessary, allowing technical support to close the case.